Event description:
It was reported via repair work order that the fowler angle was inaccurate due to the fowler needing recalibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.